Manufacturer narrative:
Investigation results: product was not provided for investigation. Therefore, no sample description possible. Device history records: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The deviation (product safety case (psc)) determined severity 4(5) and probability 1(5). Explanation and rationale: based on the customer's statement, a known defect was identified in which the sealing seam on the packaging was missing. The missing seals are due to a problem during manufacturing. Conclusion/corrective measures: a product safety case (psc) has been performed and a field safety corrective action (fsca) is being performed; the field safety corrective action does not impact products from USA (this information was previously reported in the FDA response).

Manufacturer narrative:
With reference to the FDA-letter of june 07, 2023 with FDA report number (9610612-2023-00150) we submit the following comments and information: 1. Please identify all relevant device brands and/or models affected by this problem and the numbers of devices (units/lots) overall, and by brand and/or model. If the problem is limited to one lot, model, or brand, please explain how you have determined that. Model: fv004r - tunneling instrument 600mm. Lots: 52806325; 52816590. These estimates were reached within the manufacturer health risk assessment (hra) and are based on internal checks on the production side as well as on legal manufacturer internal complaint system data base. In addition to that, manufacturer also performed a control to the similar products fv002r - tunneling instrument 300mm and fv003r - tunneling instrument 450mm. The stock was checked for both similar products and no product defect was found. All complaints in the manufacturer complaint system data base with the relevant error pattern are for lot number 52806325. The second affected lot (52816590) was detected internally within the stock control. The failure could be easily detected during the surgery preparation. This will be further described in the manufacturer risk analysis in reference to question number 8. 2. Please provide the total number of devices distributed and, if available, used per year over the last two years for the medical device identified in the medical device report. Please indicate the number of devices distributed in the us and outside the us (ous) and provide the number of events that occurred in the us and ous. The number of devices distributed and events that occurred during the timeframe 06.2021-05.2023 are as follows: total number of devices distributed: (B)(4). Total number of devices distributed in the us: (B)(4). Total number of devices distributed outside the us (ous): (B)(4). Total number of events in the us: 0 total number of events outside the us (ous): 4 the four events which occurred outside the us are the subject of the current request. 3. What quality control measures are performed during manufacturing that are intended to prevent outgoing product from exhibiting the problems described in this report? Please describe relevant acceptance and rejection criteria as well as sampling procedures. Were the reported device(s) subjected to any of these measures? During manufacturing, as a quality control measure, in the working plan for fv004r one step contains a visual control based on the legal manufacturer work instruction "visual control of sterile packaging in production". The acceptance criteria is consistent sealing. Furthermore, there are 6 samples taken from each batch for bubble test according to legal manufacturer's work instruction "leak test of sterile packaging in production". The affected batches were subjected to these measures. 4. Please provide the following information: a. The number of devices produced per manufacturing lot. B. The number of devices inspected per manufacturing lot. C. Your current sampling procedures, distinguishing between automated processes and/or manual evaluation(s) and how these procedures are maintained and verified. D. If components of the finished device are supplied by vendors, please describe the purchasing controls your firm employs to ensure consistency of incoming materials. A. Each lot contains (B)(4). B. Each lot was visually inspected 100% (the packaging). C. Six samples are taken out per batch for the bubble test. (The procedure was previously described under question number 3). D. The packing material for the inner and outer peel pouch is provided by a supplier and is controlled internally (legal manufacturer) by review of identity, damages and residues. 5. Please describe all steps in the manufacturing process that could contribute to this reported event, and how you considered this in the context of evaluating and investigating this event. The steps in the manufacturing process that could contribute to the reported event are the following: the working step "sealing of the outer peel pouch", which is the most important working step. The working step "visual control", which follows the "sealing of the outer peel pouch" step. 6. Please describe any investigation, evaluation, and/or failure analysis, including underlying root cause identification, relevant to the reported event(s) referenced in this letter. Please include: a. An explanation for the reason for this event based on your follow-up with the reporting facility or individual, b. A complete description of investigation and analysis methodology(ies) used, c. An identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and d. Any conclusions reached based on the investigation and analysis results. A. A CAPA was created internally for the reported events. Within the CAPA, the problem description and the root cause analysis have already been completed. B. The root cause analysis was performed with the 5-why method. With the 5-why method the following causes were determined: the open unsealed packages got mixed up during the packaging process and slipped into the box of sealed packages. The employees did not notice this, because the control and the packing were carried out at the same workplace. C. Failure mode: open sterile barriers on the secondary packaging. Device components: fv004r - tunneling instrument 600mm - lot 52806325 and 52816590 were the subject of a full inspection of the stock. Due to individual employee errors, the sealing of the secondary packaging in the clean room was not performed on all parts of batches 52806325 and 52816590. Also, the affected products were not identified in the 100% visual inspection. It could be determined that the described procedures, separation of the box concept and separation of the working steps were not fully adhered to (control of packaging). In addition, it was found that instructions for the process were not adequately described. The documents for shift handover were misplaced. D. The CAPA phase is currently in the definition of the measures. Afterwards, the measures will be implemented. The focus of the upcoming preventive actions will be based on the identified problems. 7. Please provide a complete list of medical device reports (mdrs) and complaints that you have determined are related to this same problem/issue over the past two years. You should include complaints/mdrs from all sources, including but not limited to service reports. Review of the complaint history over the past two years revealed that there are four mdrs with the same problem/issue in total. These were included in the current request for additional information. The mdrs were previously reported to FDA under the following references: 9610612-2023-00131, 9610612-2023-00132, 9610612-2023-00149, 9610612-2023-00150. 8. Please provide the results of any risk management activities completed by your firm that address the reported event. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. The review of risk assessment revealed that the overall risk level (high severity and low probability of occurrence) according to din en iso 14971 is not acceptable.(B)(4). The current failure rate is outside the allowed rate of the risk analysis. Therefore, the risk analysis has to be verified by the research and development department. In addition to this fact a field safety corrective action is on-going. The manufacturer risk assessment based on the current valid version of health risk assessment (hra) was dated on may 26, 2023. The primary packaging must be removed from the secondary packaging in the operating room, therefore this error pattern could be easily recognized and prevented by the user. The implementation of applicable controls to mitigate the hazard are currently in progress. Furthermore, these will be included in the CAPA. 9. Please explain if you have implemented any design changes or corrections related to the reported event(s). If so, please provide the date that these were implemented, a description of the changes/corrections, and whether they were implemented in devices already distributed. Corrections and corrective actions are defined within the CAPA corresponding on the root causes identified as follows: as a measure, a field safety corrective action was officially initiated with the date of may 22, 2023. This action proactively recalls all the affected products from the involved batches. The us market is not affected by this field safety corrective action. An inspection of the quality control area was already performed. Afterwards, the controlling place was relocated. Adjustments in the work instruction have been effectuated. Training for all the applicable employees was performed and documented.

Event description:
It was reported that there was an issue with fv004r - tunneling instrument 600mm. According to the complaint description, incomplete packaging was found sometime prior to surgery. The outer packaging was missing and the device was not used on a patient. There was no patient harm. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
This is a preliminary investigation. This been submitted due to an internal investigation (product safety case (psc) that was initiated, which shows a severity of 4(5). For certain batches, including 52806325, there are reports claiming an open sterile barrier. Investigation: no investigation method could be applied, because no product available. Therefore, an investigation of the product is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation, rationale, conclusion and root cause: cause cannot yet be determined. Results and corrective actions will be provided within results of the psc.